Event description:
Sample received with a subq leak.

Manufacturer narrative:
The complaint of an subcutaneous leak is confirmed and will be reported as user related. Gross and microscopic examinations and functional testing shows a leak in the catheter. The leak is found on the red luer lumen side of the catheter. The burst site is located 3.5 inches distal to the surecuff. The characteristics of the catheter damage are consistent with a burst secondary to over-pressurization. Over-pressurization can result from lumen restrictions caused by kinks/twists in the tubing, thrombosis or the use of a small bore syringe. The product instructions for use (IFU) instructs the user not to use a syringe smaller than 10 cc. The IFU also recommends that infusion pressures should not exceed 25 psi. This may be a user maintenance issue. A lot history record review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.